Manufacturer narrative:
Product ID: 39565-30, lot# n174048004, implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, lot# v064528004, product type: lead. Product ID: 3777-45, lot# v059755031, product type: lead. Product ID: 37752, serial# n(B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 37713, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708160, serial# (B)(4), product type: extension. Product ID: 3708160, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The implantable neurostimulator (ins) did not work like it used to and was causing the patient more pain. The patient tried the 5 different settings that were programed but could not get the pain relief that was felt shortly after implant. The patient was not able to do physician therapy. The patient was requesting removal of the device. Additional information has been requested, but was not available as of the date of this report.